Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead was returned; severed 115 millimeters (mm) from the terminal pin. A thorough evaluation of the lead segment was performed. Visual inspection noted the identification tag was cracked and showed signs of movement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
A portion of the lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms, rv noise, oversensing, inappropriate anti-tachycardia pacing (atp), loss of capture, and shock impedance measurements of greater than 125 ohms. The lead was surgically abandoned and replaced. A portion of the lead was explanted and returned. No additional adverse patient effects were reported.